Event description:
This report was received from (B)(4) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 therapy for peritoneal dialysis (pd). On an unreported date, dianeal therapy was withdrawn. On an unreported date, the patient experienced peritonitis. On an unknown date, pd therapy was withdrawn and the patient was placed on hemodialysis. It was not reported if a peritoneal effluent culture was performed. Remedial therapies rendered were not reported. The cause of the peritonitis was unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified.